Manufacturer narrative:
The handpiece was received at the MFR for eval, but the rise in temperature could not be confirmed. Investigation detail did identify other issues found with the device including excessive bur whip, noise and vibration coming from the motor. Based on other similar cases, the driveshaft and bearings have been the cause for a handpiece overheating, and those have been replaced in this device, as well. The handpiece was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating during a 3rd molar removal. There was no reported pt or user injury, and the procedure was completed successfully with another device that was on hand.